Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta¿ gt valve was implanted due to patient history of bicuspid aortic valve, aortic stenosis, and aortic calcification. Later on an unknown date, the patient was diagnosed with massive aortic insufficiency. On (B)(6) 2021, the device was explanted, and it was discovered that the the valve had a torn cusp located in a non-coronary position at the left commissure level. There was no other lesion seen on the valve, and the valve was noted to have been perfectly well implanted without any periprosthetic leak. The valve was replaced with a 23mm non-abbott valve. There was no adverse event during or after the explant procedure. There was no interaction noted between stent post and patient anatomy, and there was no stent post deformation. The patient also had a past medical history of cardiomegaly, hypertension, and dyslipidemia. No additional information was provided.

Manufacturer narrative:
Explant was reported due to "aortic insufficiency". The investigation found that leaflet 1 was torn. There was fibrous pannus ingrowth on the inflow surface of all three leaflets and on the outflow surface of leaflet 1. Leaflet 3 had fibrous thickening. There was no inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.